Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a vizigo and after the procedure, when the physician removed the vizigo sheath, the distal end of the sheath was "uncoiled, the plastic was ripped, and there was heme on the end of it." The physician was concerned that some of the sheath may have been left in the patient. The patient was stable and asymptomatic. Imaging x-rays were performed but there was nothing visibly left in the patient. They were monitoring the patient who was stable and going to the recovery area. There was a difficult transseptal procedure, it took three to four attempts to get the vizigo sheath across the septum. The same sheath was in use for the entirety of the procedure. No adverse patient consequence was reported. Additional clarifying information was received on 09-feb-2026. It was indicated that the part where the sheath uncoiled was at the very tip, where the black plastic is. It is now believed by the doctor that a wire was inserted into the sheath without the dilator and the wire went through one of the vizigo¿s side holes. When the dilator was advanced, it ripped through the plastic. It was also indicated that the previously reported term of ¿heme¿ refers to a blood clot that was seen on the tip of the sheath where the plastic uncoiled.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation procedure with a vizigo and after the procedure, when the physician removed the vizigo sheath, the distal end of the sheath was "uncoiled, the plastic was ripped, and there was heme on the end of it." Photo analysis: according to the pictures provided by the customer, it was observed that the soft tip was ripped, with internal parts exposed, but not completely detached from the sheath. This damage could be related to the reported wire that went through one of the vizigo's holes, and the resistance issue experienced by the customer. In addition, reddish material is observed on the surface of the tip, which may be related to the thrombus reported by the customer. The lot number was not provided; therefore, the device history record evaluation cannot be performed. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis, and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).